Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 was not booting. A field service engineer (fse) replaced the drawer controller board, and it functioned properly. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen. The customer used repair keys to open the back of the pyxis main unit and was able to isolate the drawer with a faulty circuit causing the black screen. Main 2.1 was unplugged and was no longer detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.